Event description:
It is reported that on an unknown date the device overheats. This is not for a warranty replacement. The device did not malfunction during surgery while being used on a patient. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. ; the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of synthes device history records revealed the hand piece for piezoelectric system, was manufactured by synthes (B)(4) the product conformed to all requirements at the time of manufacture. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the repair technician reported motor failure as the reason for repair. The cause of the motor failure is unknown. The circuit board, motor, and membrane switch/flex circuit were replaced as well as all applicable components. There are no known ncrs associated with this part and lot number.

Manufacturer narrative:
Device used for treatment and not diagnosis.service history review states that the customer reports that the device overheats. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue.(B)(4).